Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer also reported that the patient switched to the backup freedom driver without any patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. During testing, the driver exhibited a fault alarm immediately upon startup, but passed all pressure test requirements, which included cardiac output, rap (right atrial pressure), aop (aortic pressure), pap (pulmonary arterial pressure) and lap (left atrial pressure) performance requirements associated with nominal normotensive and hypertensive settings. The customer-reported fault alarm was reproduced. The root cause for the customer reported fault alarm was corrosion of the internal bond wires within the pressure sensor (u22) on the main pcba. This corrosion of the u22 bond wires is consistent with observations made in a CAPA (corrective or preventive action) to address the u22 pressure sensor failures. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with u22 pressure sensor failure events. This failure mode poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The driver was serviced, which included the replacement of the main pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer also reported that the patient switched to the backup freedom driver without any patient impact. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.